Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube problem, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.